Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment the patient encountered an air detected in cassette warning during drain 3 of 4. The machine was also indicating a draining slowly warning as well. The patient contact requested technical services help cancel treatment. When the patient contact removed the cassette from the machine, there was fluid in the pump module area and fluid on the external part of the cassette. The patient was advised to let the machine air dry over night and then use the machine again. In a follow up, a pd nurse verified that there was a fluid leak, but the patient did not encounter any harm, adverse event or intervention due to the leak. The patient started using the same cycler the following day and has been using it since the reported event. The cycler set is not available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment the patient encountered an air detected in cassette warning during drain 3 of 4. The machine was also indicating a draining slowly warning as well. The patient contact requested technical services help cancel treatment. When the patient contact removed the cassette from the machine, there was fluid in the pump module area and fluid on the external part of the cassette. The patient was advised to let the machine air dry over night and then use the machine again. In a follow up, a pd nurse verified that there was a fluid leak, but the patient did not encounter any harm, adverse event or intervention due to the leak. The patient started using the same cycler the following day and has been using it since the reported event. The cycler set is not available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.